Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. The nurse reported that there was no injury to the pt. The nurse reported that the incident occurred about one (1) week before it was bought to the attention of the sales rep. No add'l pt/event details have been provided to date. A return sample has not been provided to date. A return sample has not been provided to date for eval. A investigation request has been sent to the MFR. A request for add'l info has been submitted. Should add'l info become available, a f/u report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
Sales rep reports on (B)(6) 2013, she was at the hospital and was told by a registered nurse that they had an fms control with a balloon that failed to inflate. The nurse reported that the product was inserted and when the balloon failed to inflate and it was removed.